Event description:
Device report 1 of 2: reference MFR report 1627487-2012-09439. It was reported the pt was without stimulation for several months. X-rays indicated the lead had migrated out of the epidural space into the muscle. The pt denied traumatic events. The physician decided to reposition the lead. During the procedure, it was noted the lead had frayed and read invalid impedance values. The physician decided to explant and replace the lead. The physician also explanted and replaced the system ipg. The ipg did not have any alleged device failure. Stimulation was restored post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.